Event description:
Hello. Within 3 months of having the implants placed I noticed my hair starting to thin and fall out in clumps. I notices slight weight gain and fatigue. Fast forward to 2017 when I was having horrific uncontrolled bleeding and hormone changes, and my cycle was always the same prior. I had to start birth control pills then depo-provera 10 stop the bleeding as all of my labs and testing were normal. In 2017 the fatigue and inability to concentrate was so severe I started on adderall. I never needed this prior, even in nursing school. I started having horrific migraines with visual disturbances around this same time, prior to starting the medication. I ended up with an atypical migraine and spent 5 nights in the hospital in which everything came out "normal" but the migraines continued. I was on 5 medications to control the migraines and had to apply for fmla due to missing work due to these. These were associated with neck pain as well. I was seeing a chiropractor several times a week to maintain these issues. My lymph nodes are swollen and have been for years, daily, in my neck, axilla and around my breasts. A mammogram and ultrasound in 2018 showed swollen lymph nodes but implants were intact, another mammogram in 2022 showed intact implants as well but the lymph nodes are swollen daily. This continued until 2020 when suddenly the migraines stopped, mostly, and now I have an excessive number of autoimmune issues, to which I received a diagnosis of ra in 2021 due to positive rheumatoid factor, elevated sed rate and ana. Now, the pain and symptoms are worse but the labs are all "normal". I have seen a total of 8 specialists who all say there is nothing wrong or worsening progression of the ra. On a daily basis l have muscle weakness in lower extremities, tight muscles in upper body, primarily on the right side of my neck that I now receive botox injections for. I have sever breast pain that feels like my chest is burning in and around my implants and in my axilla. Exercise fatigue with exertion. Unexplained tachycardia since 2020 as well. My ekgs show a fast heart, but normal sinus rhythm. I wore a holler monitor in 2021 for 30 days with no abnormal issues aside from a fast rate. My bloodwork is unremarkable. I had a CT heart scan which was normal and showed no calcification. I have had multiple xr, MRI and CT of my neck, spine and chest due lo now chronic pain and inflammation, all which are normal. I do have bulging discs from c3-7 hut nothing they will do anything about. I have seen 2 spine doctors about this. I have visual changes which come and go so my eye exams are never the same but the changes coincide with high inflammation in my body. Other issues l have: dry skin, rashes - see a dermatologist the last 2 years for it, slow healing of cuts and scrapes; anxiety, depression from feeling like I will never get better because everything comes back "normal; brain fog, memory loss, vertigo, numbness and tingling in my arms; ear ringing and feeling of fullness/popping, intermittent fevers, night sweats, chronic pain, allergies; general chest discomfort and heart palpitations; gallbladder problems, gastrointestinal problems - ibs, constipation, diarrhea, abd pain, chronic inflammation, exercise intolerance; reflux, nausea, difficulty swallowing at times, frequent urination, chronic cough with mucous production, photosensitivity. Consult pending on (B)(6) 2022 with hope to have surgery by year end to remove silicone implants. All my hcp say nothing is wrong or it is "worsening of the ra". I have been in debilitating pain since (B)(6) 2022 with an influx of new symptoms yet all my bloodwork is negative and there is no answer for all of the issues I am having aside from the implants and the new knowledge that even without a rupture a small leak can go unnoted and cause havoc in my body.